Event description:
It was reported the patient experiences warming at his scs ipg pocket site while using system stimulation for long periods of time. The patient has lost some weight, and the scs ipg is more prominent than it used to be. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.